Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: the pump was returned with a crack alongside the battery compartment and from bottom traveling to bumper. The pump is unable to power on. Moisture observed in the battery compartment. Leak test failed due to cracks in the battery compartment. Opened pump- no moisture found. Bolus button cover is torn. Unable to download pump or verify steps 6-11 due to moisture ingress.